Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b2, b5, b6, b7, d7, h6 (patient and device codes). Investigation: the following allegations have been investigated: organ perforation, embedded, stenosis, difficult to remove and pelvic pain and hospitalization. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. The additional information regarding embedment does not change the previous investigation results for vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported pelvic pain and hospitalization are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient additionally alleges a successful complex, percutaneous filter retrieval due to combined abdominal and pelvic pain. The retrieval allegedly required multiple attempts during the same procedure requiring sling and forceps technique to retrieve. Patient is also alleging organ perforation, filter hook embedment. Patient notes and further alleges hospitalization due to the abdominal and pelvic pain "which resulted in a very difficult filter removal surgery". Per the (B)(6) 2019 computed tomography (CT) abdomen and pelvis: "impression: indwelling ivc filter. There is narrowing of the ivc at the top of the filter which is at the junction of the left renal vein and ivc. The right renal vein which enters the ivc just above the filter is widely patient as is the ivc above the level of the filter. There is no thrombus within the filter itself. The ivc below the filter is widely patent and the iliac veins are widely patent". Per the (B)(6) 2019 successful filter retrieval: "impression: indwelling ivc filter with embedded filter hook and penetration of filter legs. Complex retrieval using sling and forceps technique".

Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference number 3002808486-2019-01758. Additional information provided determined that this device was manufactured by cook inc (cinc). Occupation: non-healthcare professional investigation: the following allegations have been investigated: vena cava perforation, abdominal pain, fatigue, dyspnea, anxiety, depression, physical limitations. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported abdominal pain, fatigue, dyspnea, anxiety, depression, physical limitations is directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot . The associated work order was reviewed. No related/relevant notes were documented . The device is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accorda... This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant due to high risk for development of deep vein thrombosis (dvt) and pulmonary embolism (pe) and poor systematic anticoagulation as a result of trauma. It is alleged the patient underwent a filter retrieval procedure (B)(6) 2019 due to vena cava perforation and pain; however, no additional information was provided. Patient is alleging vena cava perforation (4 prongs extending 3mm outside the contour of vena cava wall), abdominal pain. Patient notes and further alleges experiencing "increased fatigue, trouble breathing, increased anxiety and depression", as well as physical limitations. Per the (B)(6) 201 computed tomography (CT) abdomen: "inferior vena cava with at least 4 prongs extending approximately 3mm outside the contour of the inferior vena cava wall".